Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "appearance of granuloma" is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling indicates: undesirable effects: ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
Physician reported, "injection of juvéderm 30 in the nasolabial folds and upper lip. Thirteen (13) years after the injection appearance of granulomas, following a [illegible] type [illegible]." Patient was treated with cortancyl 30 mg per degressive for 6 days. Symptoms have not resolved.